Event description:
During an arthroscopic shoulder procedure, the surgeon reported that the pt's shoulder appeared to jump while he activated the vapr electrode. The electrode was removed and reintroduced into the shoulder and again the shoulder jumped when the electrode was activated.